Event description:
It was reported that the patient underwent lumbar fusion on (B)(6) 2015 and suture was used. Following the procedure, the patient experienced fascial dehiscence. The patient underwent I&d, suture was removed and fascia was closed with suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.